Manufacturer narrative:
D10: 350-11-03 - tibial plate fb sz 3 lt: (B)(6), 350-21-23 - tibial insert fb sz 3 lt 8mm: (B)(6), 350-01-03 - talar implant sz 3 lt: (b)96), 350-10-03 - ankle sz 3 locking clip: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total ankle arthroplasty. Subsequently, the patient experienced pain and extraskeletal ossification despite excellent condition of the arthroplasty in radiographs. As a result, the patient underwent left subtalar arthrodesis and partial removal left 5th metatarsal head approximately 2 years and 1 month after initial surgery. No further patient impact reported. No further information available.